Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision due to stiffness and loss of motion. The case report form indicates this event is definitely not related to devices, and possibly related to procedure.

Event description:
It was reported from the knee replacement study that a patient presented with stiffness and loss of motion with "rom 70-10"(flexion/extension) on (B)(6) 2017, the patient went to the operation room on (B)(6) 2018 for manipulation of the knee, then revision surgery was conducted on (B)(6) 2018. The patient has a left side knee arthroplasty from 2013 and a preoperative diagnosis of primary osteoarthritis. Surgical revision marked this event as resolved. There is no allegation of malfunction against the device. No additional information was provided.

Manufacturer narrative:
After further review of additional information received the following sections a1, b4, b5, b6, b7, d4. Ser # and expiration date, g1, g3, g4, g5, g7, h2, h4 and h6 have been updated accordingly. Section h6: in a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. It is also known that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. Device specific risks include decreased range of motion and flexion contracture/varus valgus deformity. Revisions or surgical interventions are a known complication found in joint replacements. Also, as part of the pre-operative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or the postoperative period. Based on review of all available information, there is no evidence to suggest that the reported revision is related to any design or manufacturing issues. The revision reported may have been the result of underlying patient conditions such as the bilateral knee joint arthroplasty and patient activity. This device is used for treatment, not diagnosis. Corrected data: section h3: no device evaluation, clinical evaluation.